Manufacturer narrative:
The reported event could be confirmed, the screw head is broken off. The investigation shows that the screw broke as a result of too high torsional forces in forced rupture mode during the insertion. The fracture surface shows the typical flow structures of a ductile torsional breakage. The blade used for this case is in line with the complained screw. It was reported that the artificial skull which the surgeon intended to fixate with the complained screw was from another company. But as stated in the related instruction for use, stryker devices are produced and designed to be used together. Therefore the breakage of the screw is not related to the product itself, but to an off-label use. Therefore the root cause can be attributed to an user related event. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation.

Event description:
It was reported that during surgery, the tip of the reported screw was deformed while being drilled into an artificial skull. The other 6 screws were able to be used without problem. During the investigation, it was discovered that rather than being deformed, as was originally reported, the screw had actually fractured.